Event description:
It was reported as part of a clinical study that after completion of a da vinci-assisted left radical nephrectomy procedure for left renal cell carcinoma, the patient was admitted to the emergency room (ER) with complaints of shortness of breath (sob) at rest and exertion, pleuritic chest pain, palpitations, and hypertension (htn). In the ER, the patient was found to have elevated d-dimer (3.44) and was admitted to rule out a pulmonary embolism (pe) and sinus arrhythmia. An EKG done was non-ischemic and troponin was negative. A cta performed after admission was negative for pe. The patient was discharged (B)(6) 2022. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: during the da vinci-assisted surgical procedure, the patient sustained a superficial serosal tear of the colon due to an extremely large (14 cm) renal tumor that was densely adherent to the colon which required extensive adhesiolysis. According to the surgeon, the injury to the bowel was an expected issue based on the large tumor size and pre-operative CT scan findings of the absence of a tissue plane between the colon and the tumor. The surgeon intentionally operated closer to the colon to avoid inadvertent tumor violation. A sigmoidoscopy was done intra-operatively (which was unplanned) to confirm that the serosal tear was superficial, and that no deep injury had occurred. The superficial serosal tear was sutured by surgeons from general surgery. The patient did not receive a blood transfusion. Per the surgeon, no malfunction of a da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication be attributed to patient anatomy. The surgeon explained that the superficial serosal tear of the colon occurred due to an extremely large tumor that was adherent to the colon and required extensive adhesiolysis. According to the surgeon, the injury to the bowel was expected based on the large tumor size and pre-operative CT scan findings of the absence of a tissue plane between the colon and the tumor. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted left radical nephrectomy procedure, the patient sustained a superficial serosal tear to the colon which was expected by the surgeon pre-operatively due to the massive size of the tumor and lack of a tissue plane between the colon and the renal tumor. The surgeon stated that he intentionally operated closer to the colon to avoid inadvertent tumor violation. A sigmoidoscopy was done intra-operatively (which was unplanned) to confirm that the serosal tear was superficial. The serosal tear was sutured by the general surgeons during the same procedure. Although it was necessary to take serosal tissue to adequately remove the tumor and it was prudent for the surgeon to perform a sigmoidoscopy to ensure that the ¿injury¿ did not extend deeper into the colonic tissue, this complaint is being conservatively reported as an adverse event. There is no allegation of a malfunction of an isi system, instrument, or accessory occurred.